Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 550 mg/dl. The customer¿s experienced different blood glucose of 185 mg/dl and 176 mg/dl. The customer was treated with intravenous insulin. Customer did not report any symptoms related to high blood glucose level. The customer stated that infusion set had bent cannula. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.